Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has been having low blood glucose in the morning. Customer stated that it doesn't happen every morning. Customer stated that the pump has been dropped on the ground. Customer's blood glucose is 45 mg/dl. Customer treated with juice, milk, or food. Customer has been experiencing low blood glucose for about a month. Customer stated that the drive support cap appears normal. Customer was not admitted as an inpatient for medical treatment. Customer stated that she did not want to continue troubleshooting the pump and would like to speak with her health care professional regarding her low blood glucose.